Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer was hospitalized with diabetic ketoacidosis due to an infusion set cannula not piercing the skin. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support. Type of infusion set in use was not provided.